Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that their insulin pump had motor drive slow. The customer¿s blood glucose was unknown at the time of incident. Customer's spouse reported that the insulin pump had diminished battery life, back light not working and no delivery alarms. The insulin pump will be returned for analysis.